Event description:
Customer reported that while the unit was in use on a pt they tried to slave the ECG signal from the bedside monitor and the external cable would not plug into the unit. Pt was switched to another unit and therapy was continued. No pt injury was reported.